Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. Corrected field: h6 (medical device ¿ problem code). After inspecting the unit, the fse found that there was fluid in the safety disk. This in turn affected the pneumatics module. After speaking with the perfusion group, it was determined that when the user was priming the circuit that the primer fluid was presented incorrectly by the user. The user accidentally inserted saline in to the balloon extender causing the fluid to enter the safety disk and affected the pneumatic module. There was no patient involved. The fse replaced the pneumatic module assembly which also includes the safety disk in the assembly. The fse will not be returning the safety disk due to possible contamination. All functional and safety test were performed and passed. The failure analysis and testing dept. Received part with a reported unit failure of, saline was inserted into balloon extender by accident causing it to enter safety disk, and then negatively affected the pim. The failure analysis and testing dept. Performed a visual inspection and observed some saline crystals in the port of the pneumatic module. Due to the saline crystals in the port of the pneumatic module, the fat dept. Cannot investigate this complaint any further.

Event description:
It was reported by getinge fst that during pm the cardiosave intra-aortic balloon pump (iabp) was not pass the fill tests for balloon. After inspecting the unit, fse found that there was fluid in the safety disk. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- h6-medical device ¿ problem code, investigation conclusions.

Event description:
N/a.